Event description:
It was reported that the pump was removed on (B)(6) 2012 due to infection and because it was "unsuccessful." The pump was removed shortly after the patient presented to the emergency room (ER) for fever. The ER admitted the patient to the hospital with an epidural abscess. The patient remained hospitalized for 15 days. The patient reported never having therapeutic effect and that the pump had only been implanted 10 days prior to being explanted. As far as the reporter knew the device system delivered only morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).